Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The device was returned and analysis can be performed on the implantable neurostimulator (ins). The patient recovered without sequela. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the ins setscrew was backed out too far and beyond the point of being able to engage with the connector block. When turning the setscrew back into the connector with a torque wrench it would cross thread unless the setscrew was made to align with the connector correctly. Once the setscrew was turned back into the connector port it tightened to a lead and held it in place. The ins passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported intra operative that the implantable neurostimulator (ins) set screw would not tighten down and hold the lead. It was noted the rep stated they were able to fully insert, but they were unable to fully tighten the set screw. The rep stated the damaged was caused or discovered during the procedure, and there was an alleged out of box issue. The healthcare professional (hcp) planned to use another ins and return the defective ins. Additional information on (B)(6) reported the set screw wasn't tightening and the lead wasn't holding. The rep noted they tried multiple times to loosen and tighten the set screw, but it was unsuccessful. The rep stated a new ins was used and everything was normal after that. There were no further complications that have been reported as a result of this event. The indication for use is unknown.